Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4): discarded at hospital.

Event description:
This procedure is part of (B)(6): post procedure, a tia was reported. The patient experienced a profound neuro event lasting 24-48 hours with resolution. Diagnostic tests are pending. The patient had a complete resolution of symptoms.